Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to low blood glucose. The customer reported that the paramedics were called for the low blood glucose. The customer mentioned air bubbles. The customer's blood glucose was 70 mg/dl at the time of the incident. The customer's blood glucose was below 40 mg/dl at the time of hospitalization. The insulin pump will not be returned for analysis.